Event description:
Per the clinic, the patient experienced an infection (cellulitis) at the magnet site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.